Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed which confirmed that the bearings are worn. Therefore, the reported condition was confirmed. This was from normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a crani surgery the attachment device was "hot and smoking". There were no delays to the planned surgical procedure as a spare device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.